Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The catheter did not get zeroed. The catheter was implanted. There was no patient injury. The catheter was removed and another catheter was used. There was no delay in surgery. After the catheter was changed, the surgery was successful.